Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v866984, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The reporter indicated that they were not being able to adjust stimulation and noted a display showing "call your doctor" icon, a power on reset (por) condition. It was noted that patient was implanted a day prior to this call and got a por when tried to use the programmer on the day of this call. Additional information received a day later indicated that health care provider asked how to rectify a por. It was noted that the neurostimulator ins was setup previous to surgical procedure. The health care provider (hcp) noted he did use bovie after the ins was implanted. It was noted that patient may need to wait until monday to have it cleared. Additional information came in 3 days later indicated that the por condition was due to 2 (secondary) cautery. The patient did not experience any symptom. Reprogramming was performed and patient outcome was reported as recovered without permanent impairment.. A follow-up report will be sent if additional information becomes available.